Event description:
Allegedly, patient was revised due to aseptic loosening socket; aseptic loosening stem; lysis socket; lysis stem; pain; adverse soft tissue reaction to particle debris revision njr number: (B)(4). Side:r. Primary asa: incapacitating systemic disease. (B)(6) reference no: (B)(4).